Event description:
A falsely elevated troponin I result of 7.3 ng/ml was obtained. The result was reported to the physician who questioned the result. The sample was retested again and a result of <0.02 ng/ml was obatined. Patient treatment wss no prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I result is unknown.

Manufacturer narrative:
No further evaluaton of the device is required. The cause for the falsely elevated troponin I result is unknown. The instrument is operating within specifications.